Event description:
It was reported that this patient heard audible tones from this implantable cardioverter defibrillator. Upon device interrogation, the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A replacement procedure is expected, however this ICD remains in-service at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced. No additional adverse patient effects were reported.